Manufacturer narrative:
Fowler, gas spring trip.

Event description:
It was reported by service report that the fowler would raise and lower intermittently. No pt involvement or adverse consequences were reported.